Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that the patient with this lead claimed to feel muscle stimulation due to an increase in rv output. This lead was confirmed dislodged via fluoroscopy. This lead was repositioned on (B)(6) 2016.